Manufacturer narrative:
Initial.

Event description:
It was reported that the user contacted support while experiencing a low glucose episode, stated they were already treating it, and requested guidance to turn off continuous glucose monitor alerts; support provided troubleshooting and education to adjust alerts, and no device component malfunction was identified. Symptoms included no reported clinical signs or conditions beyond the low glucose event. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information for a device-related problem and no investigation findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.